Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had slightly moved. It was also mentioned that the patient was getting too much rib stimulation despite reprogramming attempts. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: (B)(6).